Manufacturer narrative:
Philips service replaced the geoipc and restored the system to specification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc failure caused bios boot error and system malfunction on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.